Event description:
Nurse lowering siderail on burke bed. Siderail moved up unexpectedly and struck bariatric patient in the head. Nursing reports numerous hazards with burke beds: electrical cords can be severed by merely lowering beds, patient control cords can be severed by merely lowering beds or siderails, bent and/or broken siderails, bent or broken hydraulic bed lifts, bent or broken pins, emergency pull cord to lower head of bed rapidly inoperative or broken, foot boards easily detach because of loosening of screws.